Manufacturer narrative:
The serial number for meter a is (B)(6). The serial number for meter b is unknown. The test strips were provided for investigation. The investigation is ongoing. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from an accu-chek inform ii meter compared to another accu-chek inform ii meter. The result from meter a at 00:12 was 35 mg/dl. This result was believed to be incorrect as the patient did not appear to be hypoglycemic. The result from meter b at 00:16 was 110 mg/dl. This result was believed to be correct.

Manufacturer narrative:
The returned strips were visually inspected and no obvious damage or contamination was observed. The returned test strips were tested using retention glycolyzed blood with a retention meter. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem.